Event description:
The peritoneal dialysis (pd) patient reported that she recently had been discharged from the hospital for unknown reasons. The patient stated that this has been an ongoing issue. The pdrn stated the patient was hospitalized from (B)(6) 2014 due to peritonitis. The patient's effluent was cloudy. A culture test was taken on (B)(6) 2014. It was discovered that the organism was "(B)(6)." Vancomycin and cefazolin 1g were given daily during patient's hospital stay to treat the infection. The peritonitis was due to touch contamination. The patient is currently doing fine.

Manufacturer narrative:
A supplemental report will be submitted upon final review by post market clinical physician and completion of the plant's investigation.